Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2022-01635.

Manufacturer narrative:
Pending investigation. D10: serial number, item number, and full description: (B)(6), 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t. (B)(6), 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm. (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2019. The patient presented had aseptic femoral loosening and recalled polyethylene insert; revision l tka scheduled the patient was revised (B)(6) 2022. The case report form indicates that this event is definitely related to device, definitely related to procedure. Outcome: resolution date: (B)(6) 2022.